Event description:
It was reported to gore that a patient presented with a claudication in the right leg with a stenosis/occlusion between the superficial femoral artery and the popliteal artery. On (B)(6) 2013, a gore® viabahn® endoprosthesis was implanted. On (B)(6) 2013, an acute thrombosis of the endoprosthesis was diagnosed and a catheter thrombolysis was unsuccessfully performed. Limp salvage was reported.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot number remains unknown. The device remains implanted so no engineering evaluation could be conducted. Multiple attempts were made to get additional information regarding the event. No further information was provided.

Event description:
It was reported to gore that a patient presented with a claudication in the right leg with a stenosis/occlusion between the superficial femoral artery and the popliteal artery. On (B)(6) 2013, a gore viabahn endoprosthesis was implanted. On (B)(6) 2013, an acute thrombosis of the endoprosthesis was diagnosed and a catheter thrombolysis was unsuccessfully performed. Limb salvage was reported. This incident was from a retrospective evaluation of patients (conducted by dr. (B)(6)) who were treated with covered stents and bare-metal stents of occlusive disease of the femoropopliteal artery between 2009 and 2012.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.